Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified particulate matter was observed in a floseal device. This issues was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. A visual inspection was performed using the microscope and did not identify any abnormalities that could have contributed to the reported condition. No foreign matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.